Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k142688 device evaluation complaint device was not returned therefore a document based review will be performed. Lab evaluation n/a document review including IFU review prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Image review n/a root cause review a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the distal part of the needle breaking due to the actual lesion could have been hard leading to the needle breaking and the portion of the needle remaining in the lesion. Summary complaint is confirmed based on customers testimony and image provided. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. A section of the device did remain inside the patient¿s body complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle is broken at the tip . Tip of the needle on the CT scan months after the procedure.